Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4) and strip lot#: d190423-1). Because patient did not send back his strips, so our retained strips (lot#: d190423-1) were re-tested by using returned meter (serial#: (B)(4)) and retained meter (serial#: (B)(4)) with control solutions (level low: batch# 8ah1a94, exp. By dec., 2020; level high: batch# 8ah3a14, exp. By sept., 2020), and results as below met the acceptance criteria (level low: 40~90; level high: 220~330). Returned meter w/ retained strips: 58/61 (level low) and 241/251 (level high). Retain meter w/ retained strips: 69/70 (level low) and 273/280 (level high). Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (2.1 ua) met acceptance criteria (< 55 ua). As above, no non-conformance and malfunction of the suspected device were found. The root cause of the complaint is unable to be verified without more users' information.

Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 12:00pm at home. He stated that he tested his blood glucose with his prodigy meter and received a result of 113mg/dl. A normal result for that time of day is around 100mg/dl. The end-user stated he took humalog before he had breakfast. Breakfast consisted of muffins and a granola bar. The end-user stated about 4 hours after testing he was found unresponsive by his wife. He stated that his wife called paramedics who arrived in less than 5 minutes. No medication or food was consumed while waiting. Paramedics tested his blood glucose with their meter and got a result of 22mg/dl. The end-user was given a glucose solution by IV and told to eat something. The end-user did not disclose what his blood glucose was before they paramedics left. The end-user performed a control solution test and received a 59mg/dl. No additional information was provided.